Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured february 22 - 23, 2024. H11: the actual device and a video of the sample were received for evaluation. Visual inspection of the actual sample was performed and leakage was not easily identified by initial visual inspection. Visual inspection of the video identified leakage from the administration spike port bonding area. Functional leak testing was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked after being filled with medicine solution; however, prior to patient use. There was no patient involvement. No additional information is available.